Event description:
As reported: roadsaver 7mm x 25mm implanted into left cca. One month post procedure, doppler uss was not performed. Seven months post procedure, CT scan incidentally found complete occlusion of the left carotid stent. Patient has had no further neurological symptoms related to carotid stent occlusion since implantation. Patient was asymptomatic. No intervention was performed or is planned as stent occlusion was clinically asymptomatic.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The physical device was not available for evaluation to investigate if a condition existed that would have contributed to the reported event. Supplemental imaging was also unavailable for review; without imaging, the investigation cannot verify the event occurred as described, nor could the investigation further examine the cause of the reported event. This information may be updated if additional information is provided at a later date.